Manufacturer narrative:
A general reagent issue can be excluded, as no further issues were reported, and a correct rerun was performed with the same reagent. Based on the provided data, the module had a high number of abnormal aspiration and sample short alarms and accumulated cell blank alarms. The investigation did not identify a product problem. The event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The glucose reagent lot number was 86006901 with an expiration date of 31-may-2026. The qc was within the assigned ranges on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 samples taken from the same patient when tested with glucose hk gen.3 assay on a cobas c 503 analytical unit. Sample 1 was drawn in a fluorinated tube, and sample 2 was drawn in a heparinized tube. Sample 1: fluorinated tube: initial result: 1.22 mmol/l. The customer questioned the initial result as it looked physiologically impossible, and repeated the sample. No questionable result was reported outside the laboratory. Repeat result: 5.27 mmol/l (after centrifugation). The repeat result of 5.27 mmol/l was deemed to be correct. Sample 2: heparin tube: result: 5.12 mmol/l.